Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced infusion set adhesive issue on (B)(6) 2024. Patient reported that infusion set adhesive did not last for 7 days. No further information available.